Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported.